Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction, stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction, stent thrombosis). (B)(4).

Event description:
It was reported that 28 months post the index procedure, the patient was hospitalized due to an mi and stent thrombosis in the lad. The patient underwent an aspiration thrombectomy and balloon treatment. The outcome was resolved. The investigator assessed that the events were definitely related to the study stent.

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 5 months post index procedure, the pt was re-hospitalized. Re-ptca was performed (ballooning) due to thrombosis. Thrombosis confirmed by acute coronary syndrome/angiographic confirmation of stent thrombosis or occlusion. Associated clinical symptoms myocardial infarction. The investigator indicated that all events were definitely related to the study device/procedure.

Manufacturer narrative:
(B)(4). Eval results: (stent thrombosis/mi/revascularisation).

Event description:
Thrombectomy was also perfomred to treat the previously reported thrombosis event which occurred approximately 5 months post index procedure.

Event description:
The previously reported mi which occurred 5 months post index procedure was related to the target vessel. The previously reported ptca which occurred 5 months post index procedure was to treat the target lesion. The outcome of the ptca was successful. The previously reported stent thrombosis which occurred 5 months post index procedure occurred in the lad. The previously reported mi which occurred 28 months post index procedure was related to the target vessel. The previously reported ptca which occurred 28 months post index procedure was to treat the target lesion.